Event description:
Boston scientific crm received information that, during a pocket revision procedure, this device was switched to electrocautery mode. As device was about to be reinserted into the pocket, intermittent telemetry was noted. A red warning message appeared on the programmer stating the device had entered safety mode. It was unknown whether device therapy was available. No adverse patient effects were observed.

Manufacturer narrative:
No further information is available. If more information becomes available this report will be updated.

Manufacturer narrative:
The device remains implanted, and no intervention has been performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.